Event description:
Procedure: hemorrhoidopexy. According to the reporter, the anvil would not stay attached to the stapler during closing. The anvil was removed, a new purstring was placed and a new stapler was used. The case was delayed more than 30 minutes. There was no report of patient injury or unanticipated blood/tissue loss.

Manufacturer narrative:
(B) (4). (B) (4).